Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve implant as part of the (B)(6) trial. The manufacturer was notified of a serious adverse event - arrhythmias and conduction disorders - pacemaker implant which occurred on (B)(6) 2019. The site assessed this event as not device related.

Manufacturer narrative:
Correction: the DHR review was performed for the pvs23, not, the pvs27 as indicated in the previous report. Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs23 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time.

Manufacturer narrative:
Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs27 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.